Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.